Event description:
Additional information later reported that no motor stalls occurred. Per the reporter he asked how to check the logs to see if any motor stalls had occurred which could have contributed to the lack of therapeutic effect the patient was experiencing. The reporter interrogated the pump and saw that no motor stalls had occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was not getting good pain relief. Per the reporter the hcp was talking about a roller study and it was discussed to check pump logs to confirm. The pump logs confirmed many motor stall occurrences. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).